Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned for eval. The safety clip was located on the shaft of the needle and had not deployed to the tip. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR, b. Braun medical industries sdn bhd.